Event description:
Patient was revised due to pain. Revision surgery found the femoral component to be loose.

Manufacturer narrative:
Examination of the submitted femoral component found evidence indicating poor fixation due to lack of bony ingrowth. A search of the complaint database did not show any reports against the manufacturing lot. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.